Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that a (B)(6) year old female with a normal bmi received an arthrex dx matrix device arthroscopically on the (B)(6) 2017. On the (B)(6) 2017 the patient had an inflamed reaction with an effusion. Bacterial infection was excluded as the culture findings were negative. The implant was removed in stages as the implant was unstable during removal.